Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The pump began charging using the tandem charging cable, wall adapter and charging pad.